Event description:
This is report 2 of 2 for the same device: report received from the USA regarding a hand control device in which, during surgery, it was observed that the device had a ¿missing back o-ring". There was a five minute delay in the surgical procedure. An identical spare device was available. No injuries or medical intervention were available. No additional information was available.

Manufacturer narrative:
Device evaluation: the actual device was received for evaluation. Reliability engineering evaluated the device. Functional and visual inspections were performed on the device. It was observed that the o-ring was missing which resulted in the device vibrating. Therefore, the reported condition was duplicated and confirmed. Evidence indicated this was due improper handling. If additional information should become available, a supplemental medwatch report will be sent accordingly. (B)(4).

Manufacturer narrative:
The motor device was not received for evaluation. If additional information is received, a supplemental report will be sent. (B)(4).